Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the device displayed the message "replace generator soon" and the ipg was nearing end of life (eol). The patient will likely require surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.